Event description:
It was reported that the bd micro-fine¿+ pro pen needle's non-patient end broke off and remained stuck in the pen. The following information was provided by the initial reporter, translated from japanese to english: "according to the patient's report, the needle npe was broken and stayed with the pen. This patient experienced this issue three times in a row.".

Manufacturer narrative:
Investigation summary: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on both samples. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine"+ pro pen needle's non-patient end broke off and remained stuck in the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the patient's report, the needle npe was broken and stayed with the pen. This patient experienced this issue three times in a row."